Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, but the caller declined interest in obtaining an out-of-warranty loaner pump.